Event description:
It was reported that the presenting electrogram showed atrial undersensing with biv trigger pacing (so possible that device was undersensing when not ventricular pacing). The sensitivity was already set to 0.lsmv, so this issue might have been observed previously. There were also observations of variation in atrial amplitude and impedance. The system remains in-service, and it was discussed that they might wait to revise the lead until device changeout as the approximate time to explant was 5 months. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).